Event description:
It was stated that the customer was hospitalized for high blood glucose levels. The customer changed the infusion set the day before the hospitalization. The customer awoke the next day with high blood glucose levels, which were treated with a manual injection. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.